Event description:
It was reported that the lead was dislodged. During the implant attempt to reposition the lead, the helix would not fully extend and it dislodged again with stylet removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was dislodged. During the implant attempt to reposition the lead, the helix would not fully extend and it dislodged again with stylet removal. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Corrected initial reported and facility fields. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis of the performance data revealed varying resistance/impedance; highly varying impedance can be seen in the atrial lead impedance trend data.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reported and facility fields. Also corrected adverse event and date of death field 'not applicable'. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis of the performance data revealed varying resistance/impedance; highly varying impedance can be seen in the atrial lead impedance trend data. The full lead was returned and analyzed. The helix will not extend or retract due to distal conductor distortion within the connector. It was noted that the outer insulation was breached cut and there was blood in/on the helix mechanism; apparent explant damage.